Event description:
The ventilator was originally returned to the field service center for a preventative maintenance. During service, the ventilator did not have any air flow and the turbine did not work.